Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. A getinge service territory manager (stm) has advised that the customer's trained biomed has performed service on the iabp unit. The stm reports that the biomed re-tapped and reseated the helium yoke. The stm has verified that the customer's biomed has returned the iabp unit to use.

Event description:
It was reported that during training, the helium regulator assembly for the cs300 intra-aortic balloon pump (iabp) appeared to be damaged. It was later reported by the customer that the helium regulator was not allowing the trainer to seat properly. Since the even occurred during training, there was no patient involvement and no adverse event was reported.